Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
As reported through ipr, one (1) year after the tavr procedure, the 23mm s3 valve was explanted and replaced with a surgical aortic valve. Additional information is not available at this time.

Manufacturer narrative:
In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the explant of the sapien 3 valve one year after tavr procedure. A supplemental report will be submitted when and if additional information becomes available. Explant of aortic bioprosthetic valves can be due to multiple mechanisms, the device was not returned and information was not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time. There is no information to suggest a device quality deficiency was related to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.